Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating the device was "making noise". The device was being used during knee surgery. No patient or user injuries were reported. There was no additional information provided.